Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture and suture trimmer were not returned with the device, the reported suture break due to difficulty loading the suture into the suture trimmer could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified and moderately tortuous right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, during suture harvesting the suture came out of the anatomy; the suture did not capture the artery. A second proglide device was used and reportedly, the suture would not stay in the suture trimmer. After several attempts to load the suture trimmer the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.